Event description:
Patient was revised to address loosening of the tibia and poly wear.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. Product information required to search the complaint database was not provided. The investigation could not verify or draw any conclusions about the reported event based on the unavailability of the products to examine and insufficient product information. It was noted the products were implanted for approximately 18-years prior to revision. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional information be received, the investigation will be re-opened.